Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "failure of catheter detection sensor". It was unknown whether the device had met specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required as it could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the few intermittent silicon catheter didn't have the tubes and it had only handle.

Event description:
It was reported that the few intermittent silicon catheter didn't have the tubes and it had only handle.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.